Event description:
The user reported to the device MFR that the alarm were not coming through and the audio was not working.

Manufacturer narrative:
The user did not want to return the device to the MFR for evaluation or factory repair and expressed their desire to fix the reported problem on their own. Numerous discussions between the user and the device MFR took place in an effort to rectify the reported problem. Through their own troubleshooting, the user found that there was a drive voltage for the speaker during an alarm condition when testing the speaker connections with an oscilloscope. This indicated that the audible alarm driver signal was present and that the device's speaker required replacement. The user obtained a new speaker from a local source and replaced the speaker. This rectified the reported problem and the device is now operating properly. No additional action is warranted or planned. While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, and no staff member is continuously monitoring the display, serious injury and/or death can occur.